Manufacturer narrative:
The angiosculpt device was returned for evaluation. Visual examination found a damaged distal tip. The balloon was bent and located outside of the scoring element. A tear on the balloon was present at the proximal end. The transition tubing was stretched and the distal shaft was necked approximately 9 cm from the proximal bond. During functional testing, a 0.014" guide wire was inserted through the distal end with no issues. Although the balloon was punctured by the customer, an attempt to inflate the balloon found the inflation time to be extremely slow due to necking at the distal shaft. The necked shaft prevented the fluid from flowing freely through the shaft, thus resulted in the device being able to maintain pressure for a period of time before slowly decreasing. The balloon could not be inflated due to a leak observed at the proximal balloon taper. Due to the balloon unable to deflate, manipulation of the balloon was required to remove the device from the patient resulting in the damaged observed during lab investigation.

Manufacturer narrative:
The device code and patient codes were not included in the initial MDR submission.

Manufacturer narrative:
The patient's age at time of event or dob and weight are unknown. This information was not available from the facility. The balloon was unable to deflate. Additional intervention was required to withdraw the balloon, thus resulting in prolongation of the case. No clinical injury reported. The angiosculpt device was not returned, thus no evaluation performed.

Event description:
Upon inflation to nominal pressure, the balloon was stuck in the artery and was unable to deflate. The physician inflated the balloon past rbp in order to pop it or burst the balloon. The catheter was turned clockwise, then counter clockwise and was able to pull the balloon out. The post angiogram revealed a healthy artery with no perforation or dissection.